Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet during training, and the sensor was still connected to a previous pump; the user was advised to shut down the prior pump and attempt pairing again, and a pump reset was performed, after which pairing still failed and the user and nurse elected to discontinue troubleshooting and use a new sensor. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond unsuccessful device pairing and a decision to replace the sensor. Investigation included remote troubleshooting and guidance to remove conflicting transmitter connections and reset the ilet. Investigation of this case revealed an inability to establish communication between the ilet and the g7, consistent with a pairing failure likely due to the sensor remaining bonded to another device. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup conflict with the cgm transmitter connection.